Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a revision surgery on (B)(6) 2024, and on that day, they got a message on their handset that said, 'data has been lost.' The patient was unable to connect to the ins or make any adjustments because of this message. The patient added that they were feeling an electric shock in the area of the ins that was "like literally being electrocuted" if they touched the ins or leaned on it. The patient called their hcp to report their concerns, and the hcp advised them to contact patient services. Agent reviewed meaning of the message and redirected the patient to their hcp to further address the issue. The patient mentioned the reason for the ins revision surgery on (B)(6) 2024 was because the last time the ins was implanted it "wasn't in the pocket good enough." The patient noted that the ins had been implanted right up their butt cheek, so whenever they sat down on a chair the back of the chair would hit the ins and the ins was moving around a lot. The patient said the hcp moved the ins to a different pocket to make sure it was "in real good" and not moving around loosely. The patient added that the hcp moved the ins to their upper butt cheek. The patient mentioned the therapy never helped them with urinary urge incontinence. The patient noted that their bladder goes into a spasm and the urge to urinate suddenly hits them so hard that they pee their pants if they move. The patient said they have to wait for the pain and urge to urinate to go away to make it to the bathroom. The patient added that sometimes they pee without even knowing. The patient also said it would be nice to not have so many accidents and urinate so much, although they did mention that the therapy has helped them have less accidents.